Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 06/30/2020. Additional information: d10. H3 evaluation: a labeled winding former and a dispensed needle/suture of product were returned for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined along the strand and no damaged and body fluids were noted by use, the fixation tab was broken at two sides and a tab piece into a petridish. The manufacturing records could not be reviewed as the batch number is unknown. Per the condition of the sample received, the assignable cause of the performance fixation feature breakage intra-op was an improper handling, and the reported complaint was by an external cause.

Manufacturer narrative:
(B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please confirm device's availability? We regularly contact with sales rep about the device returning. What is the event day and procedure date? No further information is available. No further information will be provided.

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the barbed suture was used. During surgery, the fixation tab came off the suture during use. There were no adverse consequences to the patient. Additional information has been requested.